Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 693565 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that there was atrial oversensing of the paced qrs complex. The study investigator noted relatedness to the atrial lead. Atrial lead sensitivity was increased, the event resolved without sequelae, and the lead remains in use. The lead was noted to be part of the product surveillance registry. No patient complications have been reported as a result of this event.